Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported that during a rotator cuff repair an ar-13995n. Multifire scorpion needle, was used. The patient was in recovery when it was discovered that the tip of the scorpion needle was missing. X-rays of the patient were performed and confirmed that the tip of the needle was in the patient. The tip was not removed from the patient. Rep states that approximately 10 passes were made with the device during the procedure. Each pass was smooth with no difficulty passing to indicate there might have been an issue. It was reported by facility contact that the surgeon has no plans at this time for a second surgery for removal of the device fragment.